Event description:
During a laparoscopic appendectomy the surgeon inserted the atw35 endoscopic linear cutter and complained of pneumoperitoneum leaking out through the trocar. When the surgeon put both 5mm and 10mm hand instruments through the trocar leaking of pneumoperitoneum occurred. Upon checking the trocar, the surgeon noticed the outer gasket was ripped. There was no consequence to the patient.

Manufacturer narrative:
D5,6; h4: info unavailable, device returned with no lot or batch ID. Based in the visual examination it was confirmed that the outer gasket has one cut .04" long, with no missing pieces. No conclusion could be reached as to why the outer gasket was cut. Co reviews each incident as it occurs in an effort to continuously improve the products.